Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the image was visible, but intermittently flickers and the screen becomes blacked-out. The video connector flickering was attributed to defective video cable connectors. The cause of the defective cable connectors is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer visera pro video system center was returned to the repair center for a reported ¿image problem¿ that was found during preparation for use (patient not under general anesthesia). The procedure was not delayed more than 15 minutes as another similar device was used to complete the intended laparoscopic surgery. Upon inspecting and testing, the image is visible, but intermittently flickers and the screen becomes blacked-out. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty video connector socket could not be identified. Olympus will continue to monitor field performance for this device.